Manufacturer narrative:
Additional information: h4: the lot was manufactured between august 6-7, 2025. H11: the actual device was not available; however, four (4) companion samples were received for evaluation. Visual inspection of the companion samples did not identify any abnormalities that could have contributed to the reported condition. Two companion samples underwent functional testing and the sets performed according to product specifications with no air noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was air entering an unspecified quantity of exactamix 2400 valve sets. This issue was observed while compounding prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.